Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of damaged internal implant threads. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D2: common device name. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided / unknown, patient's weight not provided / unknown, event date not provided / unknown, device brand name not provided / unknown, device catalog number and lot number not provided / unknown. Device not returned.

Event description:
It was reported that the internal threads of an unknown implant were damaged. The implant was not removed. Tooth location 12.